Event description:
Per-q-cath PICC was placed in 1999. On 7/22/99, the catheter broke at the junction of the catheter and butterfly wings on the hub. The PICC was removed without further adverse reactions. Pt c/o bleeding when line broke. Cbc wnl.